Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of and "lo" and 107 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issued were observed. All results were within range specification and no errors were observed during control solution testing. The readings the customer reported were found in the meter's memory. All pertinent available to abbott diabetes care has been submitted.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.